Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer's daughter reported via phone call they were hospitalized due to high blood glucose on (B)(6) 2022. The customer also reported insulin pump keep alarming insulin flow block alarms. The customer¿s blood glucose at the time of event was 509 mg/dl. The customer was treated with manual injection or insulin pen and intravenous insulin drip. The current blood glucose value of the customer at the time of the call was 103 mg/dl.  The customer had confusion and headache as symptoms of high blood glucose value. The auto mode was not activated at the time of the event. The customer had been using insulin pump within 48 hours of event. No further patient complications were reported. Troubleshooting was successfully performed; however, it was unknown if the customer will discontinue using the device or not. The product will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Health effect clinical code has been updated and provided with this report in section h6.

Event description:
The mother reported via phone call that emergency medical services were dispatched and customer was admitted to the hospital for about 5 hours on (B)(6) 2022 due to hyperglycemia. Blood glucose when emergency medical services were called was 509 mg/dl. When emergency medical services arrived blood glucose was 464 mg/dl. Symptoms that were reported with the event included a headache, confusion and user felt like they were going to pass out when they were trying to sleep. Ketone test was not done. User continued to use the insulin pump as treatment and was given intravenous saline drip. Blood glucose at time of the call was 103 mg/dl. Prior to the event the mother stated insulin pump was alarming insulin flow blocked alarms, blood glucose rose after, then the infusion set was changed twice and user was treated with 16u via manual injection, however blood glucose kept rising so emergency medical services were called. Customer declined to complete full troubleshooting. Auto mode was not in use. The product will not be returned for analysis.